Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient stated her 'meter' value was 400 mg/dl and increased to 486 mg/dl (it was not specified if she meant cgm or glucometer when she referenced 'meter'; however, the dexcom g6 does not display values above 400 mg/dl.) She called the emergency department and they recommended she go to the ed. She called emergency medical services (ems) and was transported to the ed where a bg was performed which was lower than the cgm value. The patient was treated with IV fluids and testing was done to rule out an unspecified infection. The patient was released from the ed an unspecified amount of time later. There was no report of symptoms. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).